Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, and displacement test but alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Customer's blood glucose level was 136 mg/dl. The drive support cap was moving. The drive support cap was being pushed out whenever he pressed the act button to rewind the insulin pump. The whole bottom side was coming off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.